Event description:
Caller states he gave his mother extra insulin based on a reading of 280mg/dl. He states her blood glucose fell too low and 8 hours later the paramedics were called due to mother being sweaty. The paramedics gave her a glucose IV. Caller's device read 255mg/dl and paramedics device read 50mg/dl when performed at the same time. Caller reports quality controls were within range, but no results provided. Quality controls were expired. Requested return of suspect device and replacement was sent.